Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller¿s fuel gauge not displaying the correct amount of charge was confirmed. The reported events of low voltage alarms and power cable disconnects were not confirmed however they may have been attributed to the issue associated with the incorrect display of the fuel gauge. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis; two log files were submitted as well as downloaded from the returned heartmate 3 system controller (serial number: (B)(6) ). A review of the log files showed overlapping events spanning approximately 2 days (05nov2021, 16nov2021 per timestamp). Events occurring on 16nov2021 were recorded during testing at abbott. Intermittent drops in the relative state of charge (rsoc) and bus voltage levels on both power cables were captured throughout the log files; however, the voltages did not drop enough to activate an associated alarm. Pump operation was not affected by the low supply voltages. The driveline was disconnected on 05nov2021 at 14:40:12 for a system controller exchange. There were no notable alarms active in the log file. Testing was performed with the returned heartmate 3 system controller (serial number: (B)(6) ), and the returned 14v battery clips and batteries. The 14v li-ion batteries were connected to the returned clips and the controller. The cables were manipulated by hand; however, no alarms were able to be activated. It was noted that upon insertion of the battery into the clip all leds on the controller¿s fuel gauge were illuminated. After approximately 30 seconds the last led would turn off. The returned batteries and clips were connected to a test controller to verify if the clips/batteries had a connection issue. The observed issue was not reproducible on the test controller. All leds remained illuminated. The returned controller was connected to test clips/batteries and the same issue occurred. The controller¿s power cables were tested for raised resistances and/or current leakage. The insulation of the cable¿s was measured, and no issues were observed. The resistances of all of the underlying wires within both cables were found to be over their accepted threshold of 1ohm. The white cables values ranged from 1.8 ¿ 8.3 ohms and the black cable¿s values ranged from 1.8 ¿ 10.7. The cables were replaced with test patient cables and reconnected to the returned clips/batteries. All of the fuel gauge leds on the controller remained illuminated, as expected, for an extended period of time. The issue of the controller receiving a lower voltage than the batteries were outputting was isolated to wire fatigue within the power cables of the controller. It is possible that these raised resistances would cause the controller to receive less voltage than the batteries are outputting causing a low voltage alarm to occur. The root cause for the reported event was found to be due to wire fatigue within the power cables of the system controller; however, a root cause for the wire fatigue was unable to be conclusively determined through this investigation. Incidental findings: fluid ingress, damage ebb ribbon cable, ebb use count increase the device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible). Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook section 2- ¿how your heart pump works¿, under sub-section titled "connecting the driveline to the system controller", provides the proper steps for connecting the driveline to the system controller. This section informs the user to ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector.¿. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low voltage hazard alarms on (B)(6) 2021 at 4 pm. The patient stated having 3 bars on her 14v battery and 3 bars on her system controller. The alarms continued even after batteries and clips were changed. The patient felt symptomatic with alarms. Once the patient was connected to the mobile power unit (mpu) the alarms stopped and all bars were on the controller. Upon interrogation multiple power cable disconnects were seen but no visible damage or dust was seen on the batteries or clips. The submitted log files only captured events on (B)(6) 2021 from 6:28:37 to 10:18:09 which revealed unusual voltages less than 13v while connected to the mpu on (B)(6) 2021. The pump motor function was not affected by these events. The voltages recorded while connected to the power module / patient cable were higher than those recorded previously on the mpu. These were 13.5v which indicated that the patient cable may be worn. The patient cable was replaced and the pump voltage on the system monitor was 13.9. On (B)(6) 2021 the patient's controller, batteries, and clips were exchanged and was given a loaner mpu. Frequent power disconnects were noted on interrogation. Upon new log file analysis voltages are normal while on the 14v batteries, mpu, and power module. The power cable disconnects are all routine and occurred when power sources were switched. Mobile power unit (mpu-26175) MFR reference #:2916596-2021-06758.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.